Event description:
During a routine in center hemodialysis treatment, multiple therapy fluid inlet occlusion and therapy fluid air alarms occurred that could not be resolved. Rinesback was not performed as a venous pressure high alarm occurred and the nurse determined that the venous needle had clotted, which resulted in a 210cc blood loss. No medical intervention was required.